Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s family member reported via phone call that customer experienced high blood glucose level of 477 mg/dl. Customer also stated that insulin pump had motor error alarm. Customer reported that drive support cap was appeared normal and they were able to complete rewind. Customer stated that insulin pump had no delivery alarm. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.